Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving dilaudid 20mg/ml at 12 mg/day via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient's medical history and concomitant medications were unknown. On approximately (B)(6) 2016, a pump alarm occurred. The pump was interrogated and the logs showed a motor stall. The patient experienced withdrawal symptoms and was given oral medications. The cause of the motor stall was unknown. As of (B)(6) 2016, the issue had not resolved. The patient's status was "alive - no injury." Surgical intervention had not occurred, but it was planned. The physician was trying to schedule a replacement on (B)(6) 2016, but it was not scheduled yet as they were awaiting cardiac clearance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.